Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unexpected reset occurred. The customer experienced an elevated blood glucose (bg) level of "high" mg/dl. Customer administered a manual injection of insulin as well as a correction bolus via the pump. Reportedly, the customer replaced the cartridge and continued insulin therapy.